Manufacturer narrative:
(B)(4). Date sent: 1/15/2021. D4: batch # u5d942. H6: component code: mechanical(g04), others(g07). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the returned reload and it was difficult to load the returned reload into the returned actual device, hard force was used to fully seat the reload in to the device, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened without any difficulties noted. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the device did not function at all at the 2nd firing. The device was not locked out. The cartridge was replaced, and then the device could be fired. At the 5th firing, the knife moved all the way but did not return to home position. The knife reverse switch was used, but the knife did not return. The manual override lever was used to open the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.